Event description:
The customer stated that the system intermittently locked up and displayed communication errors. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply was replaced during the service call. The system was tested, found to be working as intended and returned to service.